Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 8:15 am. The patient obtained a glucose result of "139 mg/dl" on the subject meter, which he felt was inaccurate high compared to his feelings/normal values. He stated that he manages his diabetes with insulin (no adjustments) and due to the alleged issue he denied making any changes to his usual diabetes management. The patient claimed "an hour and a half" after the alleged issue started he felt "sweaty and passed out". In response to his symptoms, on (B)(6) 2011, between 10-10:30 am his blood glucose was reportedly tested by emergency medical services, where a result of "42 mg/dl" was obtained. The patient reported at 10:30 am he was treated by a health care professional with food and/or drink and was taken to the emergency room (ER). During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter. However, it was also noted that the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims developed symptoms suggestive of hypoglycemia and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.